Manufacturer narrative:
E1: initial reporter address 1; (B)(6). E1: initial reporter city; (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual inspection showed a main coil and pusher wire were returned for this complaint. The main coil was stretched and kinked, the zap tip was detached. The pusher wire was inspected, and it was found kinked. No more damages were found. Microscopic inspection of the pusher wire showed the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. The main coil zap tip was detached, and it was not returned. The interlocking arm was inspected, and no anomalies was noted. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the distal and proximal fiber bundles were found to be within specification.

Event description:
It was reported that the main coil was broken. The stenosed target lesion was located in left upper arm. A 4mmx8cm idc was selected for use. During procedure, it was noted that there was resistance met which the arm seemed to be caught and like a coil with a small diameter remained in the sheath. Outside patient's body, it was noted that the main coil was broken. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that during removal of the sheath, it was noted that the tip section of the coil near the interlocking arm was broken and was under the gauze. The physician believed that the coil was implanted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the main coil was broken. The severely tortuous target lesion was located in a shut aneurysm in the left upper arm. A 4mmx8cm idc embolic coil was selected for use in the vascular embolization procedure. A 4f sheath and a rubicon support catheter were placed in the target lesion. Resistance was met at the detachment arm during placement of the idc embolic coil. Angiography was performed and it was confirmed that the idc coil was placed within the lesion. During the removal of the sheath it was observed that a small diameter piece of the idc coil remained in the sheath. Outside patient's body, it was noted that the main coil was broken. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the main coil was broken. The stenosed target lesion was located in left upper arm. A 4mmx8cm idc was selected for use. During procedure, it was noted that there was resistance met which the arm seemed to be caught and like a coil with a small diameter remained in the sheath. Outside patient's body, it was noted that the main coil was broken. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that during removal of the sheath, it was noted that the tip section of the coil near the interlocking arm was broken and was under the gauze. The physician believed that the coil was implanted.

Manufacturer narrative:
E1: initial reporter address 1; (B)(6)e1: initial reporter city; (B)(6).